Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of less than 200 ohms. It was noted that the decrease had been gradual over the past year. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.